Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure six years post implantation due to pain and tibial loosening. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned and pictures provided were insufficient to complete visual and dimensional evaluations. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.